Event description:
Health care professional reports a fiber leak noted during pt use. Health care professional reports the dialyzer and blood lines were replaced and the treatment was completed. Health care professional reports the estimated blood loss was 100cc. Health care professional reports no need for medical intervention or hospitalization with this report.